Event description:
It was reported that a patient did not use aseptic technique when reconnecting to a homechoice machine for peritoneal dialysis therapy. The patient disconnected from therapy to go to the bathroom. Upon returning, the patient connected their patient line extension set to the setup, reconnected themselves to the line, and then attempted to reprime the patient line. The technical service representative (tsr) assisted the patient with ending therapy. Proper procedures were reviewed and the patient was advised to contact their nurse regarding the event. While there was patient involvement, there was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient did not use aseptic technique while reconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to use aseptic technique when performing peritoneal dialysis to reduce the chance of infection. It warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.